Event description:
In an article titled, "postoperative infection after duraplasty with expanded polytetrafluoroethylene sheet," it indicates a 50 year old man underwent a decompressive craniotomy and duraplasty with an eptfe sheet for subarachnoid hemorrhage. After one month, cranioplasty was performed using autologous bone flap. He developed wound infection. The bone was removed, and the infection was treated. A ceramic bone cranioplasty was performed. Facial swelling ensued for 10 months despite antibiotic therapy. Further procedures consisted of removal of the eptfe sheet, placement of autologous fascia lata, and vascularized rectus abdominus skin flap transfer.

Manufacturer narrative:
Literature citation: nakagawa, s, et all. Postoperative infection after duraplasty with expanded polytetrafluoproethylene sheet, neurol med chir (tokyo), 2003 march; 43: 120-124. Conclusions: a review of the manufacturing records for the device could not be conducted because the lot number remains unk. The device was not returned to gore, so no engineering investigation could be performed.